Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access set caused a pump to experience an unexpected occlusion alarm. The event was resolved by changing the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.